Event description:
It was reported that the device had been kinked after being recaptured. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The device was recaptured once and the was sheath was kinked. The patient's auricular structure was so complex that the procedure was not completed. No patient complications were noted.

Event description:
It was reported that the device had been kinked after being recaptured. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The device was recaptured once and the was sheath was kinked. The patient's auricular structure was so complex that the procedure was not completed. No patient complications were noted.

Manufacturer narrative:
Device returned to manufacturer: returned product consisted of a watchman access system (was) with blood in the device. The dilator was not returned for analysis. The device was visually and microscopically inspected. Inspection of the hub, sheath and tip revealed kinks in the sheath 16.5cm and 20.5cm distal of the strain relief. There were numerous kinks in distal end 3.5cm- 5cm proximal of the tip. The tip was damaged as it was flattened and torn at the transition of the soft end. The tip had ptfe delaminating from the inner shaft wall. Analysis of the remainder of the device found no other damage or defects. Product analysis confirmed the reported event, as the sheath was kinked.